Event description:
A confirmed motor stall with no recovery was reported. Pump logs showed multiple motor stalls; the earliest was noted on (B)(6) 2012 and later on (B)(6) 2012, along with "stopped pump period may exceed tube set" since (B)(6) 2012. Patient experienced withdrawal. It was added that patient had some withdrawal-type symptoms back when the stall first occurred. It was later reported that patient experienced symptoms of nausea and vomiting .the reason for the stall was not known. As of (B)(6) 2012, patient seemed to be doing well and was to be supplemented with oral meds. Reporter believed the pump would be replaced soon. Drug delivered via the pump was bupivacaine. A follow-up report will be sent when additional information becomes available.

Event description:
Additional information: it was reported that the pump was replaced on (B)(6) 2012 for 'motor stall exceeding tube set time'. At the time of replacement the patient was being managed with oral medication (methadone) for pain control and was not having adverse symptoms. Prior to replacement a catheter dye study was attempted and aborted due to the fact that the catheter could not be aspirated. An MRI was obtained to rule out catheter tip granuloma. Results were negative. On the day of surgery the catheter was 'easily aspirated' and was left in place. The patient suffered no injury and recovered without sequela. The medication used in the pump was bupivacaine 20mg/ml at a dose of 9mg/day.

Event description:
Additional information received stated that it was still unknown what the initial cause of why the catheter could not be aspirated. It was further reported that the catheter was disconnected at the spinal segment and aspirated freely. It was indicated while disconnected, the proximal catheter was bloused to make sure that the portion of the catheter was patent and it was indicated that it was. It was unknown if the patient was currently receiving effective therapy, however, at the time of surgery, it was noted that he was started on a lower dose to be safe.

Manufacturer narrative:
Catheter model: 8598a, serial #: (B)(4), implanted:, explanted:, unk; catheter: model: 8596sc, serial #: (B)(4), implanted: (B)(6) 2009, explanted: unk. (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Analysis of pump (B)(4) found pump motor gear train anomaly involving corrosion.

Manufacturer narrative:
(B)(4)

Event description:
Additional information received reported that the patient was allergic to a kind of drug that the doctor put in the pump previously. The patient was throwing up as a result. It was also reported that after the pump replacement surgery, the patient was receiving methadone oral medication for pain control and was not having adverse symptoms during that time.